Event description:
It was reported that the procedure was being performed on a (B)(6) female patient in the operating room. The catheter was being placed into the patient's right internal jugular vein. During placement, the dilator broke off leaving a 5 to 6 mm piece retained in the patient. Follow up information received on (B)(6) 2012 states the patient was transferred to a private hospital for the purpose of a new catheter from another manufacturer. No intervention is planned to remove the end of the dilator which remains in the patient. The doctors think that intervention on this patient could be complicated who is obese. (B)(6).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.